Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed the returned device had a high current drain condition due to current leakage in a ceramic capacitor. The device met 64% of the expected longevity.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same/similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is the same brand family as a device marketed in the u.s. (B)(4).

Event description:
It was reported that the device reached elective replacement indicator (eri) early. The device is expected to be explanted and replaced. No patient complications have been reported as a result of this event.